Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received blank display and was damaged. The customer¿s blood glucose level was 400 mg/dl. The customer states the belt clip slot is broken and she hasn't been able to use it and also reports display is blank. Troubleshooting was performed for damaged and blank display. The customer declined troubleshoot for high blood glucose. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.